Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between october 01, 2020 to october 02, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused by ¿more than 20% due to PICC (peripherally inserted central catheter) location¿. This occurred at the patient's home during a patient infusion of flucloxacillin 8000 mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.